Event description:
Caller states the patient tested 7.0 inr on the coaguchek s system and 3.4 inr on a comparison lab. Coumadin was held for one day. No adverse event reported. Requested return of suspect system, and replacement was sent.